Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. Inflation was performed at 10 atmospheres (atm) for 15 seconds, another 10 atm for 15 seconds, and 12 atm for 10 seconds. However, during the third inflation, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.